Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via sr. Inbox that customer had high blood glucose and had "slight pneumonia".. It was reported that customer was drinking alcohol and began to vomit. Customer thought that vomiting was due to alcohol and went to lie down. Customer was found asleep by a friend; customer's went into diabetic ketoacidosis and had blood glucose of 900 mg/dl. Customer's treatment was unknown, but customer recovered. Troubleshooting was performed on insulin pump for about an hour as customer's mother contacted 24 hour helpline. Customer's mother was made aware that she could be added to customer's carelink notifications. No follow up was requested by customer's mother.